Event description:
It was reported that pump displayed repeated malfunction code 12 events with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode and return it with pre-paid label, and guided customer on setting up replacement pump and connecting continuous glucose monitor, with customer acknowledging all instructions.